Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer was cracked at the bottom of case in the drain screw and was leaking water. The facility staff found flames coming from the power ball and noticed that the hotline was dripping on it the leak may have caused the fire. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the following. The enclosure was dirty, scuffed, and cracked underneath the drain plug. The front cover was also dirty and scuffed. The water tank cover was cracked and leaking water. The power switch was also jammed into the device. The drain fitting was rusted, and the unit appeared to have some missing components. The pole clamp was dirty, and the line cord was disassembled from the unit; it was leaking water. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem was confirmed during the investigation. The product problem was attributed to the damaged enclosure. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.